Manufacturer narrative:
H6. The device, used in treatment, was returned for evaluation. A visual inspection was completed but could not confirm the state failure. There are gouges and minor damage to the liner. A dimensional analysis could not be completed due to damage to the liner from attempting to insert in into the shell. A medical investigation was conducted and confirms the root cause of the liner and cup not locking together cannot be concluded. If the product review offers a conclusion this report can be re-opened and amended to reflect their findings. No impact to the patient beyond the 1 hour delay during the procedure to source a backup. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a thr surgery the acetabular liner couldn't lock in into the r3 cup size 46mm. The liner was a 28mm/46mm. It was reported that a delay beyond the 30 minutes took place, it is unknown how was the surgery finished. The patient outcome is unknown.